Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that insulin pump will randomly loose setting. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. Device was monitored and tested with no failed battery test and low battery alert. No unexpected reset alarm or resetting time or date after changing battery noted. Device received with minor scratches on display window noted. (B)(4).